Event description:
A patient had undergone arthroscopic stabilization of a slap lesion. After operation patient presented with persistent deep shoulder pain. In MRI broken and dislocated tacks was seen. After 9 months second operation was needed.

Manufacturer narrative:
Slap lesion is a contraindication of bankart tack implant.